Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k)#: p100022/s001. The complaint originator has been queried to determine the lot numbers of each device. This information is currently pending, and the investigation will be updated following the receipt of this information. The ziv6-35-125-6-80-ptx of unknown lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. A single image was received with this complaint. This has been submitted to cri (cook research inc.), and is currently pending evaluation. The investigation will be updated following the receipt of the imaging review. From the information provided it is known that the patient had a totally occluded left sfa. The 4 zilver ptx stents were used to treat this in (B)(6) of 2015. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From previous complaint, with the same failure mode, potential causes of stent fracture can often be the following: ¿there are a number of potential risk factors that could result in stent fracture. To start with, the superficial femoral artery itself is subject to all sorts of forces ¿ bending, twisting, stretching, compressing, etc. ¿ which can put stress on stents in this artery, resulting in fractured. Additional potential risk factors for stent fracture that have been identified or suggested include lesion length (longer lesions have greater risk), total occlusions, placement of stent close to a joint (hip or knee), overlapping of stents, and calcification of the vessel.¿ it was noted that the sfa was totally occluded and therefore treated with the 4 zilver ptx stents. Total occlusion is an additional potential risk factor that could result in stent fracture. However as the device was not returned for investigation, and as imaging review/additional information is currently outstanding, a definite root cause of the complaint cannot be determined. It may be noted that as per the instructions for use, stent strut fracture is a known potential adverse event following the placement of this device. As the lot number of the complaint device is unknown, a review of relevant documentation could not be carried out. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. They may need to do a bypass at some time in future. The device remained inside the patient's body. They attempted an intervention. They tried to cross the lesion to go through the stents but were unsuccessful. They did not try for too long because they thought it was too risky. The patient experienced the adverse effect of claudication. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The complaint devices are inside the patient. The patient has 4 zilver ptx stents (3 each 6 x 100 and 1 each 6 x 80). It is not known exactly which two of these four fractured. The most proximal zilver ptx stent was fractured. The most distal zilver ptx stent at the patella level was also fractured. They tried to cross the lesion to go through the stents but were unsuccessful. They did not try for too long because they thought it was too risky. As the user cannot determine which stents fractured there are separate reports for each suspected device. Reference related report # 3001845648-2017-00130, 3001845648-2017-00131 and 3001845648-2017-00132.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k)#: p100022/s001. The ziv6-35-125-6-80-ptx of unknown lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. From the information provided it is known that the patient had a totally occluded left sfa. The 4 zilver ptx stents were used to treat this in (B)(6) of 2015. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. A single pdf image of the proximal most zilver ptx is provided along with the complaint reports. 2. Only the superior portion of the most proximal stent was imaged. This demonstrated disordered stent elements without complete separation. 3. The disorder involved four stent rows. The mid rows were tilted left, suggesting a twisting component to the fractures. 4. Dense atherosclerotic calcification was proximal and distal to the fracture along the lateral stent margin. No calcification was present at the fracture site. Impression: 1. Fracture of the superior portion of the proximal most stent is confirmed. Since the fracture does not completely sever the stent but involves more than one stent wire, it is consistent with a type ii fracture. 2. Significant findings relative to the patient's anatomy were not observed. 3. Significant findings relative to the disease state were not observed. 4. Significant findings relative to the use of the device were not observed. The reported, long total stented length increased the fracture risk. 5. Significant findings relative to the design or performance of the device were observed. The superior portion of the proximal most stent fractured. 6. Cause of adverse events was not observed. Based on the imaging review the customer complaint of stent fracture is confirmed. Fracture of the superior portion of the proximal most stent is confirmed, consistent with a type ii fracture. The independent reviewer stated that there were significant findings relative to the design or performance of the device were observed. The superior portion of the proximal most stent fractured. Engineering were contacted for their input on this complaint, and they stated the following: ¿we can also confirm the stent fracture as per the image. From the information provided a cause of the fracture cannot be conclusively determined.¿ from previous complaint, with the same failure mode, potential causes of stent fracture can often be the following: ¿there are a number of potential risk factors that could result in stent fracture. To start with, the superficial femoral artery itself is subject to all sorts of forces ¿ bending, twisting, stretching, compressing, etc. ¿ which can put stress on stents in this artery, resulting in fractured. Additional potential risk factors for stent fracture that have been identified or suggested include lesion length (longer lesions have greater risk), total occlusions, placement of stent close to a joint (hip or knee), overlapping of stents, and calcification of the vessel. ¿ it was noted that the sfa was totally occluded and therefore treated with the 4 zilver ptx stents. Total occlusion is an additional potential risk factor that could result in stent fracture. However a definite root cause of this event cannot be determined. It may be noted that as per the instructions for use, stent strut fracture is a known potential adverse event following the placement of this device. As the lot number of the complaint device is unknown, a review of relevant documentation could not be carried out. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. They may need to do a bypass at some time in future. The device remained inside the patient's body. They attempted an intervention. They tried to cross the lesion to go through the stents but were unsuccessful. They did not try for too long because they thought it was too risky. The patient experienced the adverse effect of claudication. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of images relating to this event. Initial report details: the complaint devices are inside the patient. The patient has 4 zilver ptx stents (3 each 6 x 100 and 1 each 6 x 80). It is not known exactly which two of these four fractured. The most proximal zilver ptx stent was fractured. The most distal zilver ptx stent at the patella level was also fractured. They tried to cross the lesion to go through the stents but were unsuccessful. They did not try for too long because they thought it was too risky. As the user cannot determine which stents fractured there are separate reports for each suspected device. Reference related report # 3001845648-2017-00130, 3001845648-2017-00131 & 3001845648-2017-00132.